Manufacturer narrative:
The data log files from device (B)(4) have been inspected for investigation purpose. The analysis performed confirmed that the device was operating in specification and the defect observed could not be linked to any device failure. The collision resulted from failure from the user to follow the correct protocol.

Event description:
During an intra-operative planned movement, device robot arm collided with mayfield head holder adapter.